Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited intermittent noise on all three channels, as well as intermittent atrial oversening of ventricular intrinsic activity. A boston scientific crm technical services (ts) consultant discussed that emi was the likely source for the noise, and discussed programming options to mitigate the oversensing. This oversensing had resulted in inappropriate shocks and intermittent loss of capture. To date, there have been no reported patient symptoms associated with this clinical observation.